Manufacturer narrative:
Product ID: 97740 serial# (B)(4). Product type: programmer, patient. Product ID: 97754 serial# (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were unable to turn off the therapy with the patient controller. During the call the patient reported that she was receiving a shocking sensation from her device. The event occurred due to regular use. The manufacturing representative performed troubleshooting techniques with the patient. They walked the patient through how to turn off therapy with the patient controller. They were having difficulties getting her to confirm if her therapy was off or not. The patient kept advising that it was not as she was still able to feel the shocking sensation and she wouldn¿t confirm about the lighting bolt in the status icon row of the controller. They also had the patient attempt to shut off her therapy with the charger and still had communication issues. They finally had her go back to the controller and check again and she confirmed that the lighting bolt was not on the status icon for the implanted battery but she could still feel the shocking sensation. After confirming that her therapy was indeed ¿off¿ according to our recharger and programmer. I had to advise her to contract her doctor to discuss what to do next. It was unknown if the issue was resolved at the time of report. Additional information received from the manufacturing representative reported that during the call it was verified that the implant was indeed off according to the programmer and recharger. There was no lighting bolt on. The cause was noted as the issue may have been psychosomatic or related to covid since they tested positive while in the ER. The patient went to the ER and was sedated and then after the symptoms disappeared.

Manufacturer narrative:
H2. Correction: upon further review, d6a was corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.